Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an iliac revascularization procedure, arteriotomy closure was attempted of the common femoral artery using a starclose se device. Reportedly, although the plunger was fully deployed, when the device was pulled back to place the locator wings on the surface of the arterial wall, the device pulled out from the access site. Visual examination of the device indicated that the locator wings were not deployed. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.